Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with spinal stenosis with degenerative disc status post multiple back procedures. The patient had failed conservative therapy, has intractable back and leg symptoms, and has difficulty walking. The patient underwent posterior spinal fusion l2 to l4,using posterior spinal instrumentation l2 to l4, local bone graft, and rhbmp-2/acs. Bmp-2 and ceramic granules were placed in posterior lateral gutters into the facet joints. No complications were reported and patient was listed as in stable condition. It was reported that the patient developed post-op complications which included the need for additional surgery, pain, nerve damage, nerve impingement, and exuberant bone growth.